Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported increased pain at the evoke closed loop stimulator (cls) implant site when charging the cls and increased pain spreading to the groin region when stimulation is turned on. Troubleshooting was performed, including reprogramming, without resolution. An x-ray was performed with no device issues identified. The evoke scs system was explanted to resolve the reported event.

Manufacturer narrative:
Additional information: section d - device available for evaluation. Section g - date received by manufacturer; type of report. Section h - manufacture date; evaluation codes. The cls was returned to saluda for analysis. The device passed functional testing with no anomalies noted. The device logs were reviewed, and no errors were observed while charging the cls. The root cause of the increased pain cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result.¿